Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was connected to a competitor ICD device and when shock therapy was performed, it did not stop tachycardia. External defibrillator was administered for the treatment. The shock seemed to be output from the ICD device, but it was uncertain that the shock therapy was performed. There were no adverse consequences to the patient. No further information could be obtained from the hospital.